Event description:
It was reported that the customer's blood glucose level dropped to a low value, causing loss of consciousness. A stranger in a grocery store provided assistance by giving the customer a pepsi and candy bar to help address the low blood glucose level. Cts assisted the customer with updating biq/ciq settings and advised them to check in with their healthcare provider whenever settings are updated. The customer acknowledged and understood the advice given. There were no injuries reported from the event.